Manufacturer narrative:
Correction: h6 (health effect clinical code) additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed based on the provided information.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008t machine. The blood pump rotor tubing guide roller came loose and damaged the tubing of the bloodlines. Blood was visually observed leaking from the damaged tubing. The biomed could not recall whether any audible alarms or diagnostic messages were received. The biomed stated the machine has approximately 5,916 hours and believed the blood pump rotor to be original to the machine. The biomed stated that the blood pump rotor and setup was replaced to resolve the reported issue. The patient was able to complete treatment on the same machine with new supplies. The biomed confirmed during follow-up the sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested but could not be provided at the time of follow-up. It was stated upon initial reporting that the patient did not experience a serious injury or illness as a result of the reported issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. The rotor was returned with a missing sleeve (guide sheave) on one of the rear guide pin and a loose and deformed sleeve on the other rear guide pin. An inspection on both rear guide pins have signs of debris and wear markings. There are no other discrepancies with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The defective sleeve remained intact on the guide pin and never dislodged during the test. The reported fluid leak issue could not be confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008t machine. The blood pump rotor tubing guide roller came loose and damaged the tubing of the bloodlines. Blood was visually observed leaking from the damaged tubing. The biomed could not recall whether any audible alarms or diagnostic messages were received. The biomed stated the machine has approximately 5,916 hours and believed the blood pump rotor to be original to the machine. The biomed stated that the blood pump rotor and setup was replaced to resolve the reported issue. The patient was able to complete treatment on the same machine with new supplies. The biomed confirmed during follow-up the sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested but could not be provided at the time of follow-up. It was stated upon initial reporting that the patient did not experience a serious injury or illness as a result of the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008t machine. The blood pump rotor tubing guide roller came loose and damaged the tubing of the bloodlines. Blood was visually observed leaking from the damaged tubing. The biomed could not recall whether any audible alarms or diagnostic messages were received. The biomed stated the machine has approximately 5,916 hours and believed the blood pump rotor to be original to the machine. The biomed stated that the blood pump rotor and setup was replaced to resolve the reported issue. The patient was able to complete treatment on the same machine with new supplies. The biomed confirmed during follow-up the sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested but could not be provided at the time of follow-up. It was stated upon initial reporting that the patient did not experience a serious injury or illness as a result of the reported issue.